Event description:
Baxter received a report stating that compella scale frame bed exit function was not alarming. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the buzzer needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed exit. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on february 25, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the buzzer to resolve the reported event. Based on this information, no further action is required.